Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customers father assisted in changing the pump supplies and delivering a bolus via the pump to address the occlusion and the elevated bg.